Event description:
The blood leak occurred 2hr after starting hemodialysis treatment. The leakage was observed visually and by the leak detector. The blood loss was about 300cc because the blood inside the dialyzer and tubing were discarded with the dialyzer. The pt was well and no medical treatments were given. At the facility another leakage in a different lot occurred. But co could not identify which day the leakage in this lot occurred in 2005.